Event description:
The iab was inserted into the patient on 8/9/97. On 8/12/97 after iabp for about three days, the "slow leak" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and no second inserted. The following was rpt'd on 9/12/97: the low helium alarm sounded from the pump. Blood was then noted in the tubing. There was no pt injury as a result of the event. The pt remained stable in ICU. Event complications: none from the event - rpt'd 8/18/97, 9/12/97. Pt current status: stable - rpt'd 9/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.